Event description:
The ambulatory infusion pump was being utilized by pt for subcutaneous administration of ms and versed. The nurse put the pump in "pause" to change the subcutaneous site and the pump screen started flashing and was blank. Nurse was unable to get the pump started again. Pump needed to be replaced. This caused a delay in pain medical treatment to the pt.